Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads," (B)(4).

Event description:
It was reported that "significant" lead migration occurred. The lead "snapped" upon removal and a portion remained in the pt. A new lead was implanted. There was no pt injury and the pt recovered without sequela. It was later reported that pt did not experience any symptoms due to the lead migration. However, the pt was not receiving good efficacy or suitable stimulation after the lead had moved. It was noted that the only method to remove the lead fragment that remained in the pt was via an abdominal surgical procedure. The pt was unaware of the situation.

Manufacturer narrative:
Analysis of lead model 309328, lot # 0204424930 determined all four conductor wires were broken at the distal end of the lead due overstress damage but there were no significant anomaly. Continuity was acceptable with no shorts between circuits.